Event description:
Device 1 of 2. Reference MFR report #: 1627487-2013-25105. It was reported the pt experienced uncomfortable heating at the ipg site while recharging. In turn, the pt did not recharge the ipg as recommended. As a result, the ipg can no longer communicate with the programmer or charger. Subsequently, the pt received a replacement charging system. Follow-up revealed, the ipg is inoperable due to the replacement charger not being able to locate the ipg. The pt will undergo surgical intervention at a later time to address the issues. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.